Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd kit size 2 was deployed. Upon ambulation, the pt complained of leg pain and lost distal pulse in the leg. The pt was taken to surgery for a thrombectomy and right femoral artery patch from saphenous vein graft. The pt was discharged the next day. No further complications were reported.